Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during dwell 3. The baxter technical services representative explained the alarm to hp and advised her to end therapy and call her nurse in the morning. The patient was connected at the time of the alarm, and had not disconnected. All of the bags were properly spiked and connected, there was no patient extension being used, there were no open clamps on unused lines, there were no leaks, and there was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. The hp would complete therapy using manual supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that she never noticed anything unusual about her supplies or set up that night. She had finished therapy with manual supplies, and she had contacted her nurse in the morning about the event. Since then, therapy has been going well and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted the center as far as she knew, but that the patient was continuing therapy on the homechoice successfully with no issues. No adverse events were reported in relation to this issue.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, however; the lot number was provided. Therefore, a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.